Event description:
It was reported that the device was damaged. The target lesion was located in the left anterior descending artery. A 2.75 x 16 mm promus premier was deployed and post-dilated. Distal edge deformation was then noted. An additional stent was used to cover the damaged stent and complete the procedure. No patient complications were reported.